Event description:
The account reported the brakes are not holding. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The tech found that the brake casters has damaged stems which also damaged the brake caster supports. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007. It is unk if the facility performed any other preventative maintenance on this bed. An investigation was performed and this issue was addressed under an engineering change. The tech replaced the brake casters ans supports to resolve the issue. Based on this info, no further action is required.